Manufacturer narrative:
The reported events were confirmed through the analysis of submitted system controller log file, which captured a drop in pump speed from 4500rpm to 3362rpm, flow of 0lpm, a motor alarm, as well as multiple sub-faults at approximately 9:31pm on (B)(6) 2017, consistent with reported information. The primary console was returned with its power cord, monitor to console cable, and flow probe. The returned primary console was evaluated and tested by the manufacturer¿s technical services representative. The unit was inspected for external damage, and normal wear and tear was noted. The primary console accessories were in good working condition and no damage was observed. The unit was connected to a mock circulatory loop and test motor. During the investigation period, no motor or flow signal alarms were observed. The reported event was not able to be duplicated and the primary console operated as intended; no problems were found. The primary console history card revealed that the internal battery was due for replacement. The expired battery was replaced and the unit was tested per the primary console service process and the unit passed all tests. As a result, the root cause of the reported event could not be conclusively determined, or correlated to the returned devices. A review of the centrimag device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The primary console is not a single use device. The approximate age of the device from the date of manufacturer is approximate age of device - 2 years, 11 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support device. It was reported by the perfusionist that the backup console that was not supporting the patient had been unplugged from a power strip in order to move it off of the transport cart. Once the backup console was unplugged, the primary console screen immediately went black for a few seconds and the front panel display indicated a motor alarm/flow signal interrupted alarm. The perfusionist stated that the pump was on and the rotor was spinning, but at a lower speed than programmed, and the flow probe was not showing a flow reading. The flow probe was repositioned on the blood tubing, but the flow reading did not display. The alarm was unable to be cleared by pressing the silence button. The perfusionist clamped the circuit and changed to the backup console and motor. Device support resumed as expected. It was reported that the patient¿s vital signs were stable throughout the event. No additional information was reported.